Event description:
As reported by the user facility: event description: customer reports under infusion. Pump was set to infuse 11ml/hr, only half of expected volume infused in 1 hour. No pt injury reported. No further info at this time.

Manufacturer narrative:
(B)(4). The actual device involved has been rec'd for eval and the investigation is ongoing at this time. A f/u report will be submitted when the investigation results became available. (B)(4).